Event description:
It was reported to that during an unknown procedure, product labeling issue was found. The qr code on the el5ml looks to be distorted or only partially printed making the qr code unable to be scanned. There was no patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2025 d4: batch # y7053z this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows product packaging el5ml with lot number y7053z expiration date 2029-09-30, the qr code is blurred. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. A manufacturing record evaluation was performed for the finished device el5ml batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.